Manufacturer narrative:
The event is considered a user error. After the patient was moved out of the bore the patient immediately sat up, before the patient table came to a halt. While sitting up the patient grabbed hold of the table top, which allowed his finger to become stuck between the tabletop and the trolley docking block located at the site of the table top carrier. Within the instructions for use there are warnings associated to movement of the patient. During movement the operator should always check the patient's hands and make sure there are no cables or extremities positioned such that they can be caught. (B)(4).

Event description:
A claustrophobic patient was scanned for lumbar spine examination. When the patient was moved out of the bore after the exam the patient immediately sat up and took hold of the table. His finger got stuck between the table top and the trolley docking block resulting in a broken finger.